Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 9-december-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse performed a pm on the analyzer, upgraded the software to version 5.23, then cleaned and dusted the sample loader. The fse cleaned and lubricated all leadscrews and sample rails. The fse replaced the stator face, sample loop, and rotor seal. The fse ran quality controls (qc) and calibrated the instrument. All results were within acceptable range. The g8 instrument is operational. No further action is required by field service. The most probable cause for a bias on cap survey is unknown.

Event description:
On (B)(6) 2015, a customer reported a bias on cap survey with the g8 analyzer. The customer results were all acceptable but biased high. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.